Event description:
During a call for an unrelated issue, the patient indicated he had peritonitis which was diagnosed on (B)(6) 2010. The patient stated that he felt abdominal pain on (B)(6) 2010 and went to the clinic (B)(6) 2010. The patient stated that the peritonitis has not stopped him from being physically active or working. During follow-up with the patient's peritoneal dialysis nurse on (B)(6) 2010, the following additional information was obtained: the patient began with automated peritoneal dialysis therapy on (B)(6) 2009 with local (pd4) ambuflex. The patient was diagnosed with bacterial peritonitis on (B)(6) 2010. The patient was not hospitalized for the peritonitis and there was no exit site or tunnel infection associated with the peritonitis. The patient's peritoneal dialysis effluent was sampled on (B)(6) 2010 and the analysis showed 2563 leucocytes, 91% neutrophils, and 8% lymphocytes. The gram stain showed gram positive cocci and the culture showed coagulase negative staphylococcus. The nurse indicated the patient was treated with antibiotics. The patient has been able to continue with peritoneal dialysis therapy and the peritonitis is improving. The nurse indicated the patient's transfer set was not replaced after the peritonitis was diagnosed. The nurse also indicated the likely cause of the peritonitis was a break in aseptic technique. There was no allegation made against any of the patient's peritoneal dialysis disposables or solutions.

Event description:
On (B)(6) 2010 a homechoice peritoneal dialysis patient called baxter regarding an unrelated issue and mentioned he developed peritonitis. On (B)(6) 2010 baxter product surveillance contacted the peritoneal dialysis nurse. The nurse confirmed that the patient was traveling in early july and had developed peritonitis. The nurse feels that the cause was the patient's technique and has been retrained. His effluent sample was cloudy and he was given vancomycin and fortaz intraperitoneally. The effluent cultured (B)(6) (dates unknown). Patient is currently recovering. The nurse does not feel that any baxter products or solutions caused the problem but is concerned because the patient keeps the solutions in his garage.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested.

Manufacturer narrative:
(B)(4). The root cause was determined to be use error. A batch review was performed for potentially associated lot number h10b03057 with no issues noted during the manufacturing process. Current labeling provides ample instructions related to prevention of the suspected use error in aseptic technique. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. This is the fourth of four complaints associated with this event.